Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: 0210976432, implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 15-feb-2018, UDI#: (B)(4). Analysis results are not available as of this date. A follow-up report will be submitted when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (5 mg/ml at 0.5 mg/day) via an implantable pump for an unknown indication for use. It was reported an ascenda occlusion occurred. The event date was stated to be (B)(6) 2019. A catheter study had been performed. The patient experienced withdrawal symptoms. The pump segment of the catheter was explanted and replaced by a new 8784 segment on (B)(6) 2019. During the explant, they saw a "nod" in the catheter. It was stated it was also very difficult to remove the catheter from the pump. It was reported there were no environmental, external, or patient factors that may have contributed to the issue. The issue was reported to be resolved, but it was also stated the patient status was unknown. The catheter would be returned. Further complications were not reported or anticipated. Additional information was received. When asked for clarification of the statement "during explant we saw a nod in the catheter", it was stated "visually a nod was seen on the explanted catheter".

Manufacturer narrative:
Analysis of the catheter identified catheter body kink. If information is provided in the future, a supplemental report will be issued.